Event description:
The customer reported that a connection failure occurred with the 4k autoclavable camera head. The event occurred during preparation for use. During a standard service inspection of the customer returned device, no image was noted. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and there was no image display due to shortage in cable. In addition, a faded label on the rear cover was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that the loss of image was due to the cable breaking down and being faulty. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.